Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. According to the device training manuals, risk factors for aortic dissection, cardiac/aortic hematoma, or annular rupture during the tvr procedure include significant valve over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified sinotubular junction. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien transcatheter heart valve (all models) relies calcium to securely anchor in the landing zone. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate that extensive calcification may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by our edwards affiliates in france, during a transcatheter aortic valve replacement (tavr) procedure using a 29mm sapien 3 via right transfemoral approach, the patient experienced cardiac arrest following valve deployment. An annular rupture was identified, accompanied by a significant leak, likely due to the rupture and possibly compounded by central or paravalvular regurgitation. A second valve was implanted to provide compression, which temporarily resolved the issue. The patient was noted to be in stable condition immediately following the procedure. However, a few hours later, the patient unfortunately passed away due to complications from the annular rupture. According to the medical team, the root cause may have been extensive calcification, although this could not be confirmed. Imaging evaluation revealed a substantial amount of calcium present in all three leaflets. Intra-procedural imaging indicated significant regurgitation; however, echocardiography would be required to differentiate between paravalvular and central regurgitation. .